Event description:
I had been using a withings bpm connect blood pressure cuff. It was reading high which we did not realize until I compared it with the doctor's office blood pressure reading. This resulted in me taking a blood pressure medication for several months when I did not require one. Other than taking a medication I didn't need, no injury was sustained. I reported to withings and have had several emails back and forth without a satisfactory response.